Event description:
Boston scientific received information that during a routine follow-up, this patient¿s right atrial (ra) lead exhibited an increase in threshold and a decrease in amplitude measurements. The physician suspected the lead to be dislodged and intervention was performed to reposition it in the heart. Measurements taken afterwards were acceptable. The ra lead continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.